Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reservoir gasket was worn out and quick connect was corroded. After functional testing the reported complaint was confirmed. A worn gasket is what caused the reported problem. No action taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was leaking. There was no patient involvement and no patient harm/adverse event reported.